Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during follow-up in clinic, elevated pacing threshold on right ventricular lead was observed. Patient did not experience any negative outcome due to lead issue. Lead was explanted and replaced. Patient was stable.